Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 36 mg/dl, which was treated with food. Customer's low blood glucose was due to still being connected during fill tubing. Customer was educated on correct procedure for filling tube. Customer ate and monitored blood glucose.